Manufacturer narrative:
The reported issue of dim segments was confirmed on 60 out of 60 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 31 out of 31 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process.

Event description:
The customer reported they need to replace 61 display boards because they have dim segments. There was no patient involvement.